Manufacturer narrative:
The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the customer¿s complaint (image problem) could not be confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the image has slowed down and there is an issue with full pixelization of the image on the screen, the image will not focus. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the problem may have come from the customer's clv-s190 source. Olympus will continue to monitor field performance for this device.